Manufacturer narrative:
The device was not returned for evaluation however a x-ray was supplied for review. Review of the x-ray a broken screw.

Event description:
Allegedly, the patient underwent a surgical procedure with the use of micronail. During the x-ray examinations on (B)(6), breakage of the most distal buttress screw was found. The use of x-ray photography and casting in the previous report , was the usual treatment after surgery, not a visit by pain complaint. The screw was broken, but the nail is fixed firmly with the remaining screws. According to the doctor in charge, the situation is still under observation, but there seems to be no particular abnormality . After discharge, the patient has started rehabilitation and there is no plan to remove the broken screw if there is no problem.